Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments and analyzed and all conductors were fractured. There was blood/body fluid in all conductors (not obstructed) and the there was a cosmetic depression on the outer insulation. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. There was blood/body fluid on all conductors (not obstructed). The outer insulation was pulled apart (overstress), breached cut, and had a cosmetic depression.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads "failed." Specifically, the ra lead was severed proximal to the suture sleeve, the rv lead had low impedances and both leads appeared to be fractured. The leads were removed and replaced. No patient complications have been reported as a result of this event.